Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a burning smell and smoke emitted from the advia centaur xp instrument. The customer powered down the instrument, unplugged the power supply, and removed primary reagents from the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse determined that smoke emitted from the main power supply and the power supply model has been discontinued. The cse replaced the power supply with a current model power supply to bring the instrument back to an operational state. The components in the power supply are flammability rated, meaning they will not catch fire when they malfunction; therefore, there is no risk of fire. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that a burning smell and smoke emitted from an advia centaur xp instrument. The customer opened the door and turned on the fan to ventilate the area. The customer moved the samples from this instrument to another instrument and resumed processing patient samples. There are no known reports of adverse health consequences due to the event.